Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Blood was observed on the returned adhesive pad. The tip of the hard cannula was found to be damaged. The damaged tip of the hard cannula caused the reported bleeding and bruising.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 487 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent, it appeared insulin leaked during wear and the site appeared bloody. As treatment, a new pod was placed.